Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2026, under local anesthesia. During the first few rounds of radiation treatment, the patient developed rectal bleeding, diarrhea and c. Difficile (infection, bacterial). The lead to the patient being put on a course of antibiotics. While looking at the daily cone beam computed tomography (CT) scan, the physician noticed that about 90% of the hydrogel was in the rectal wall. A subsequent CT scan showed that the hydrogel had migrated and tunneled a hole through the mucosa into the lumen, which was confirmed with the presence of a small hole in the rectal wall. On (B)(6) 2026, a third CT scan found part of the hydrogel into the lumen and a gas pocket in the space between the prostate and the rectum due to the hole in the rectal wall. Therefore, the physician gave the patient a one-day break from his radiation treatment. The patient's rectal bleeding had been on and off, but he has not been showing those sings currently as he moved through his radiation treatment. The rectal wall was thought to most likely close up on its own without further intervention, so radiation treatment was resumed. The patient has received 12 out of 28 moderate hypo fractions.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 03/13/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1901 is being used to capture the reportable event of bacterial infection. Patient code e2114 is being used to capture the reportable event of perforation. Device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.